Event description:
The patient underwent spinal surgery on (B)(6) 2020 consisting of the seaspine mariner pedicle screw system. In a revision surgery on (B)(6) 2020, the surgeon noticed several set screws had become loose, and an iliac set screw was separated from implant. The surgeon had to revise this construct by re-tightening the set screws.

Manufacturer narrative:
An explant set screw was returned to seaspine and examined by engineering. Visual inspection showed markings on the underside of the set screw are consistent with returns of this failure type, including striations across the bottom of the set screw indicating the implant had loosened and the rod was rubbing through as the patient moved. A rod-shaped divot was also present on the underside of the screw. A divot of this type has not been witnessed previously. Loading of the construct may have caused the rod to press up against the set screw with force significant enough to cause this divot. A failure of this type is multi-factorial and related to intra and post-operative loading, rod material and bend, number of levels operated on, and patient compliance and rehab. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Manufacturer narrative:
Seaspine was made aware of this event on (B)(6) 2020. To date the set screw has not been made available for analysis, and no additional details about the patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent a revision spinal surgery consisting of the seaspine mariner pedicle screw system. The surgeon noticed several set screws had become loose, and had to revise this construct by re-tightening the set screws.